Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, at the end of the procedure, during knot advancement, the suture broke below the skin level (while the suture was loaded on the suture trimmer) and was pulled out. Hemostasis was achieved using a non-abbott device. There was no reported adverse patient sequela. The physician is reported to be trained by another certified user at the hospital and a proficient user of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device could not be completed. A definitive cause for the reported suture breakage could not be determined. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no relevant non-conformances associated with this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.